Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient's implantable infusion pump containing prialt (20mcg/ml at 2.4mcg per day). The indication for use was non-malignant pain. It was reported that the patient had a seroma at the pump pocket and spinal incision area. The patient also experienced a lack of efficacy. The date of onset was unknown. A dye study was to be performed to look at the catheter and drain the seroma. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was not considered resolved, and it was unknown if surgical intervention was being planned. The patient's status was noted to be alive - no injury. Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported that the dye study was normal, but the catheter was found to have moved from t7 to t12. 60cc of seroma fluid was removed, and the patient was to be referred for a catheter revision. Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported that the cause of the catheter migration was not determined. The representative guessed that the anchor was not on the fascia, but surgery was needed to determine the cause. The catheter revision was not scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.